Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). (UDI) was unknown. No product information has been provided to date. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case was cracked, the q1 chip was missing from the plunger board, there were three wires broken on the plunger cable and inside the top case, and inside the stand off was damaged and had very old outdated drive train parts. A review of the event history log identified system failure: force sensor test. During functional testing the customer's reported problem was not found, the top case tube seal grommet and left plunger case o-ring were not missing. The pump was in very poor condition. The root cause of the problem was related to the pump being in very poor condition as a result of the customer neglect and non-performance of required annual preventative maintenance activities and normal wear of the pump as it is over 13 years old. No actions will be taken to correct the reported problem no rubber in tube statement.

Event description:
It was reported that the pump had no rubber in the tube, and had a loose screw. No patient injury was reported.